Event description:
It was reported that the event involved a male patient who expired while in the cath lab. Indications for use: an increase in coronary flow and blood pressure control. While the md was attempting to insert the prepped per instructions for use intra-aortic balloon (iab) through the teflon sheath via femoral artery difficulty was met. The iab tip of the balloon became bent due to tortuous iliac artery and plaque. As a result, the md attempted to remove the iab through the teflon sheath and the tip of the balloon became separated from the iab. The tip was in the patient and the md tried to remove it with a snare unsuccessfully. Therefore, the tip had to be surgically removed and the md was able to retrieve the tip of the iab successfully. A new iab was inserted via the same insertion site (left femoral artery) with no issues. There was no report of patient complications. There was a delay or interruption in therapy due to having to surgically remove the tip of the iab. The patient outcome is the patient expired. According to the complaint report from the distributor, "the iab did not cause or contribute to the patient's death." At this time they do not have information about who made this statement.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.